Event description:
It was reported that during use, when first connecting to the patient and starting the cs300 intra-aortic balloon pump (iabp), an autofill failure alarm was generated numerous times. The end user swapped out the iabp with another cs300 and had no issues. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, when first connecting to the patient and starting the cs300 intra-aortic balloon pump (iabp), an autofill failure alarm was generated numerous times. The end user swapped out the iabp with another cs300 and had no issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to verify the "autofill failure" alarms in the iabp¿s fault logs. The stm performed an autofill calibration and noted that the volume cylinder was set below factory specifications. The stm attempted to calibrate the volume cylinder but noted that it was stuck below factory specifications. The stm replaced the volume cylinder and was able to then calibrate the new volume cylinder. Subsequently, the stm ran the iabp unit on a test catheter for 30 minutes without any issues. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that while attempting to connect the patient to the cs300 intra-aortic balloon pump (iabp), an autofill failure alarm was generated numerous times. The end user swapped out the iabp with another cs300 and had no issues. It is unknown if there was any patient harm/injury; however there was no adverse event reported.